Manufacturer narrative:
H10: manufacturing review: the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one liverty tips access set was received for evaluation. The device appeared to have residue throughout and was received without protective tubing. It appeared there was a complete circumferential break to the distal end of the steerable cannula with the detached piece returned. It appeared there was a bend to the distal end of the steerable cannula and to the proximal end of the detached steerable cannula piece. Under microscopic and x-ray examination dried blood and an unknown blue occlusion was discovered. Therefore, the investigation is confirmed for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (instruction for use, unit label, case label and carton label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt procedure, the catheter of the kit allegedly had broken and dislodged into patient. It was further reported that the physician had to snare the piece of the catheter that broke loose out of the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one liverty tips access set was received for evaluation. The device appeared to have residue throughout and was received without protective tubing. It appeared there was a complete circumferential break to the distal end of the steerable cannula with the detached piece returned. It appeared there was a bend to the distal end of the steerable cannula and to the proximal end of the detached steerable cannula piece. Under microscopic and x-ray examination dried blood and an unknown blue occlusion was discovered. Two fluoroscopic images were provided which show a small, several centimeter-long piece of radiolucent tubular material (catheter) which is in discontinuity with a tips creation canula. This appears consistent with the complaint of the catheter tip from the liverty tips creation kit breaking off of the remainder of the catheter. The image provided shows the catheter fragment with a small space between the catheter and the needle exiting the canula. Therefore, the investigation is confirmed for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (instruction for use, unit label, case label and carton label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt procedure, the catheter of the kit allegedly had broken and dislodged into patient. It was further reported that the physician had to snare the piece of the catheter that broke loose out of the patient. There was no reported patient injury.

Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt procedure, the catheter of the kit allegedly had broken and dislodged into patient. It was further reported that the physician had to snare the piece of the catheter that broke loose out of the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one liverty tips access set was received for evaluation. The device appeared to have residue throughout and was received without protective tubing. It appeared there was a complete circumferential break to the distal end of the steerable cannula with the detached piece returned. It appeared there was a bend to the distal end of the steerable cannula and to the proximal end of the detached steerable cannula piece. Under microscopic and x-ray examination dried blood and an unknown blue occlusion was discovered. Two fluoroscopic images were provided which show a small, several centimeter-long piece of radiolucent tubular material (catheter) which is in discontinuity with a tips creation canula. This appears consistent with the complaint of the catheter tip from the liverty tips creation kit breaking off of the remainder of the catheter. The image provided shows the catheter fragment with a small space between the catheter and the needle exiting the canula. Therefore, the investigation is confirmed for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (instruction for use, unit label, case label and carton label) did not find any product labeling inadequacy. H10: d3, d4 (expiry date: 06/2025), g3. H11: g1, g4. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2025). H3 other text : device pending return.

Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt procedure, the catheter of the kit allegedly broke and dislodged into patient. It was further reported that the physician had to snare the piece of the catheter that broke loose out of the patient. There was no reported patient injury.